Event description:
It was reported that the ventilator's aga connection end of the o2 hose was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's aga connection end of the o2 hose was leaking. The ventilator was investigated by our field service engineer on-site and the o2 hose was found defective and replaced which solved the issue. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).